Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the flowgate shaft was kinked and wrinkled along its promixal shaft. The distal shaft and middle shaft were also wrinkled. The flowgate was examined and it was observed that it was ruptured approximately 14.5cm from its distal end. The inflation tubing was ruptured. Functional testing could not be performed on the returned device due to the condition in which it was returned. Follow up attempts were made to the customer to obtain additional information. Based on the information available and analysis of the returned device, as assignable cause of operational text was assigned, as it is likely that the damages were due to forceful advancement of the catheter through the introducer sheath.

Event description:
During procedures, resistance was experienced when advancing the balloon catheter through the introducer sheath wrinkling the balloon catheter shaft. The balloon catheter was advanced with force reaching the target point; however, the balloon did not inflate. The balloon catheter was retrieved and inflated out of the body; however, it leaked from the balloon catheter shaft. There were no reported patient consequences due to the event.

Event description:
During procedures, resistance was experienced when advancing the balloon catheter through the introducer sheath wrinkling the balloon catheter shaft. The balloon catheter was advanced with force reaching the target point; however, the balloon did not inflate. The balloon catheter was retrieved and inflated out of the body; however, it leaked from the balloon catheter shaft. There were no reported patient consequences due to the event.